Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. They had to have surgery in 2021 to move internal components due to the devices rubbing each other. Pt said they moved one implant from one side to the other. Pt said (B)(6) did the revision but no longer follows up with them. Pt said a mdt rep was made aware and had been at hospital but did not know name or provide exact dates. Pss documenting information given during call. . The pt reported that they had to have a revision during 2021 and the staff did not send them home with a controller (ptm). Pt said they had brought their "remote" to the hospital b/c they were getting a new one. Pt said they talked to the mdt rep who told them they had left two "remotes" on the gurney. Pt said they then contacted the hospital and was told they would have to doctor give them a call back. Pt said the doctor never replied. Pt said they had been unable to recharge ins due to not having a "remote". Therefore ins were dead and unable to perform MRI.

Manufacturer narrative:
Concomitant medical products: product ID 97715 lot# serial# (B)(4) implanted: (B)(6) 2021. Product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.